Event description:
An initial event notification was received by sequel med tech, llc, on 24-jul-2025 and forwarded to millyard advanced medical products, llc, on the same day. The user reported delivering a bolus of insulin for 34 grams of medium-effect carbohydrates prior to eating. When the user went to eat 20 minutes later, they noticed that their blood glucose was 42mg/dl. The user consumed 75 grams of carbohydrates and called emergency medical services (ems). When ems arrived, the user was provided with half of a glucose gel packet and their glucose elevated as expected. A review of system logs revealed that the twiist automated insulin delivery (aid) system accurately recommended a bolus based on the amount and type of carbohydrates input by the user given their carbohydrate ratio setting. The system delivered the requested insulin volume and alarmed when the user's blood glucose decreased below the thresholds for generating a low glucose alert from their continuous glucose monitor. The twiist aid system also stopped delivering basal insulin when the user's predicted glucose decreased below their glucose safety limit. The patient remains ongoing on their twiist pump. Although no system issue was identified, this event is being reported out of an abundance of caution because the user sought medical attention.